Event description:
It was reported that there had been a decline in performance. Trauma was denied by guardians. The patient has been re-implanted on (B)(6) 2014.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.